Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed replaced the network card on this 8015 with a abgn card. Upon powering up a 100.1250 error shows. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed contacted infusion technical support via email and was sent an email from (B)(6) that the part number he would need for his unit was the abgn network card. After reviewing the configuration of the 8015, it is not compatible with the software that is installed in the 8015. I gave him the correct motorolla abg card part number and transfer to com for ordering.